Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# h833982301, implanted: (B)(6) 2012, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a device manufacturer representative regarding a patient receiving morphine( 10 mg/ml at 1.179 mg/day), clonidine (100 mcg/ml at 11.79 mg/day), and bupivacaine (38 mg/ml at 4.47 mg/day) via an implantable infusion pump. It was reported that for the last several years the patient has not been receiving effective therapy. During past refills the hcp noted withdrawing more drug then expected but specific dates and amounts were not available. A dye study was performed and after repositioning the patient several times the hcp was able to aspirate .5 ml. It was confirmed during the dye study that the catheter was in the intrathecal space. The catheter was replaced due to the difficulty of the dye study and no kinks or evidence of a catheter occlusion were discovered. It was reported that the new catheter was able to aspirate 1 ml from the catheter access port and cerebral spinal fluid was seen throughout. The issue was resolved at the time of this report and the patient was alive and well. No further complications have been reported as a result of this event.